Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e (edta) 10.8mg tubes, there was one (1) tube that had the stopper get stuck in the holder and did not fill. When it was removed from the holder the stopper was pulled out of the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo indicated a stopper pull out. Additionally functional tests were conducted on 10 retained samples and none of the cap/stopper assemblies pulled off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pullout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 10.8mg tubes, there was one (1) tube that had the stopper get stuck in the holder and did not fill. When it was removed from the holder the stopper was pulled out of the tube. No adverse impact was reported regarding the patient or user.